Event description:
The implantable neurostimulator worked well for about 1 month after implant. The patient pulled her back muscles while moving something during a lightening storm. Afterward, the patient felt shocking over the battery pack and a loss of therapeutic effect. Stimulation was not covering painful areas. The device was last reprogrammed during healing after the initial implant. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.